Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted in order to downsize the cuff and add a second cuff. A new device consisting of a 4.0cm cuff, a 3.5cm cuff, a 61-70 cm h2o balloon and a pump, was implanted.